Manufacturer narrative:
The MFR did not receive the device for review. The cause for this specific event cannot be ascertained from x-ray pictures received and the info provided. When add'l info become available and / or the device be returned for eval and an investigation result becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that 7 years ago (exact date not given), the pt was implanted with a gamma nail 7 due to a peri-trochanteric fracture. On an unk date, the nail was explanted. About 3 weeks after explantation, the pt fractures his leg. The pt underwent surgery on (B)(6) 2003 and was implanted with a long cmn nail, whereby during the surgery the notches of the hip screw broke. The surgeon tried to re-position the screw but could not position it correctly. Three days later, on (B)(6) 2003, the pt underwent re-osteosynthesis as a special instrument became available necessary to remove the hip screw with the broken notches. It was also reported that the pt is very heavy young pt. No other info was received.